Event description:
Customer alleged that the ldx printer had a burning smell upon turning on. The burning smell appeared to be coming from the plug, and the plug was hot. The printer was turned off and unplugged. Customer was sent a replacement printer.

Manufacturer narrative:
Investigation pending.